Event description:
Customer's parent reported issues with the insulin pump. Customers parent that the insulin leaked from the set. Customer's parent states that their daughter's blood glucose reading is 554 mg/dl. Cannula is bent due to set being pulled out during a softball game. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).